Event description:
It was reported to boston scientific corporation that a captivator standard oval snare device was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, the snare loop extended and retracted without issue prior to introduction. However, following advancement of the device through the endoscope, it was reportedly difficult to extend the loop into the patient's colon. Once the loop was extended, it failed to retract. Therefore, the procedure was completed with another captivator standard oval snare device. No patient complications resulted from this event. The patient's condition was reported to be good following the procedure.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4). The device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.